Manufacturer narrative:
The investigation was performed on the basis of the initial information as neither a log file nor any additional information were provided. Therefore an exact root cause could not be determined for the case in question. The report of the biomed that the vent tray appeared to be open and that the machine was working as designed after closure is not in context to the reported failure as this symptom would be followed by a "ventilator unlocked" alarm in which the ventilation is not affected. In general, a "reinstall vent" alarm can be caused by an inspiratory volume error meaning that the tidal volume measured by the inspiratory flow sensor differs at least 25% from the tidal volume applied by the ventilator. Based on the experience from the field the most likely root cause is a loose inspiratory elbow nozzle causing a leak between the flow sensor and the breathing system block. The device has reacted for the detected situation as specified by posting a "reinstall vent" alarm. In this case automatic ventilation is restricted. Manual ventilation as well as monitoring functionality is still available.

Event description:
It was reported that a "reinstall vent" message was displayed. No patient injury reported.